Manufacturer narrative:
(B)(4). The event was reported to have occurred during priming. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set did not flow even when positive pressure from the bag was applied. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.